Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx des were used to treat the 1st obtuse marginal, cx and lad. Approximately 5 weeks post procedure patient had bright red blood per rectum. Patient was on dapt at the time of the event. No treatment was given and the patient is not recovered. The investigator assessed the event as not related to the anti-platelet medication or index device, and the sponsor assessed the event as not related to the index device and possibly to the anti-platelet medication.